Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had reservoir lip ring damaged. The customer¿s blood glucose was 150 mg/dl at the time of incident. Customer reported that there was cracked from the belt all the way up to the front of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that insulin pump had crack and there was no damage on the reservoir compartment.

Manufacturer narrative:
The insulin pump passed the displacement test. Insulin pump received with cracked belt clip rail case corner and battery tube threads.